Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their ipg as recommended due to losing their charging system. In turn, their ipg is suspected to be inoperable. Follow-up identified surgical intervention is scheduled to take place shortly.

Event description:
Additional follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.